Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead was oversensing atrial activity. The patient was seen for a revision procedure. Fluoroscopy was performed and the lead was found to have dislodged; the helix appeared to have retracted. The lead was repositioned. Subsequently the lead dislodged again. The patient was seen for a revision procedure where the lead was explanted. The lead was returned for analysis. There were no additional adverse patient effects reported.